Manufacturer narrative:
B3 - the date range provided was 01may2024 through 01jun2025, however the reported lot number was manufactured after 01dec2024. Therefore, this report is being sent to capture the unknown number of events from 01may2024 through 01dec2024. During the time of this complaint and as part of an investigation into preliminary false reactive results, a field product correction impacting select lots of determine¿ hiv-1/2 ag/ab combo was executed. Abbott confirmed the impacted lots that were identified have a higher occurrence of preliminary false reactive complaints due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ab combo. The issue has been isolated to specific lots of the subcomponent that were used to manufacture the impacted kit lots; however, the kit lot number was not able to be confirmed for this investigation. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Complaints against these trend codes will continue to be monitored to identify and track any out of trend / unexpected performance at the lot and product family level. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out of trend / unexpected performance at the lot and product family level.

Event description:
The customer reported an unknown quantity of false positives with the determine hiv 1/2 ag/ab combo test with a capillary fingerstick sample between the dates of (B)(6) 2024 and (B)(6) 2025. Confirmatory tests were performed with an unknown platform which returned negative results. The patients were confirmed to not be in active labor. Additionally, no pregnant patients were prescribed art as a result of the positive tests. No additional information, including treatment and outcome was provided.